Manufacturer narrative:
Patient information was unavailable. A site representative reported that the lateral 2d images were grainy and unusable. There were no issues with the anterior posterior (ap) 2d and 3d images. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned. The system's logs were sent to the manufacturer for analysis. The system was used several times after this incident and the issue was not observed. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to user error. The user took too short of image time so the abs could not adjust correctly. Software was functioning as designed. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the lateral 2d images were grainy and unusable. There were no issues with the anterior posterior (ap) 2d and 3d images. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned. The system's logs were sent to the manufacturer for analysis. The system was used several times after this incident and the issue was not observed.